Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bd cpu and the gui cable assembly. The unit passed extended self testing.